Event description:
It was reported that the ilet pump would not power on and the phone was no longer connected, and the user attempted to power the pump on and to charge it without success before being advised to allow additional charging time, consistent with a device power or battery depletion issue affecting the pump hardware. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or medical care. Investigation included troubleshooting guidance to power cycle and charge the device. Investigation of this case revealed that the event was consistent with pump unresponsiveness due to depleted battery requiring sufficient charging time before restart. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device interaction related to battery depletion.